Event description:
It was reported after start up that cs300 intra-aortic balloon pump (iabp) dark display at power-up. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) replaced of video color pcb (0670-00-0736) and flat cable (0012-00-1429) with diagnostic and functional tests. Repair completed. Functional tests performed with positive outcome.

Event description:
N/a